Event description:
Reference number (B)(4). Event occurred in finland. It was reported, that the patient faced an event of dermatitis at the infusion site on an unspecified date. The dermatitis initially appeared at the infusion site. And subsequently, spread to the surrounding area. The infection was noticed and treatment was initiated on an unspecified date. The patient was prescribed cephalexin to treat the dermatitis. At the time of the report, the antibiotic treatment had not yet demonstrated effectiveness. The skin adjacent to the infusion site was strongly reddened. No further information was available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.